Manufacturer narrative:
Event date: month and year are valid. Analysis of the pump found fluid path/reservoir access issues due to residue before internal decontamination. Eval code, conclusion code is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the refill difficulties first began about a month ago for the most recent and about three months ago when they first noticed the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient who was receiving baclofen and bupivacaine at an unknown concentrations and dosages via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that they were able to aspirate, but unable to fill. The hcp was unable to put any new medication into her pump after aspirating the old drug out. They put in about 3 cc and it ¿just stopped¿, so they pulled that 3 cc out and were unable to get anything back in. It was stated that the reservoir volume was aspirated, but significant resistance was met when trying to fill the last 3 ml. They tried multiple refill kits and multiple needles. They tried a 5 cc then a 3 cc syringe to try and force drug into the reservoir. With a 3 cc syringe, they were able to get it to open up and get drug into the pump, but it was difficult. There were no symptoms reported. The hcp indicated that they may replace the pump before it is due for the next refill because they also had some difficulty at the last refill. They were able to hold negative pressure and get the pump filled when this happened before. They attempted the locked valve procedure, checked the tubing patency, and checked the needle patency. The last refill was also difficult. Additional information received from the hcp via the representative on 2017-mar-02 reported the new kit did not work out for the refill procedure, but they were eventually able to get 10 cc¿s of drug in. The plan was to replace the pump in march and send in for analysis because that was the second time that had happened. Additional information received from the representative reported the pump was being sent back by the representative that day ((B)(6) 2017) after replacement. There was no drug in the pump based on what the representative knew. No further patient complications were reported.